Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a procedure, the right atrial (ra) and right ventricular (rv) leads could not be removed from the header of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) provided troubleshooting solutions; the leads were eventually cut and surgically abandoned. Following the implant of a new system, it was determined that the pace/sense setcrews on the device had not been loosened. No additional adverse patient effects were reported.